Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report a system failure "cycle power" error code 10001. There was no reported patient involvement.

Manufacturer narrative:
The power pca and the control pca were replaced and the device passed all performance assurance testing and was placed back in service.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.